Event description:
It was reported that the scs ipg was unable to hold charge and the scs system could no longer provide therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018 . Reportedly, therapy was restored post-operatively.